Manufacturer narrative:
Correction: report sources added to correctly reflect the event being part of a study.

Event description:
It was reported the patient experienced a shocking sensation when sitting. It was stated the patient felt ¿shocks¿ since turning the device on after an ankle surgery in early (B)(6) 2012. The device was turned off prior to the surgery. It was noted the etiology was programming. Impedances were measured in late (B)(6) 2012 and they were ¿all fine.¿ the patient was also reprogrammed at the same time. The event was stated to have resolved without sequelae in late (B)(6) 2012. A few days later, it was indicated that the sensation was described as an electric shock sensation. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3889-28, lot# v241707, implanted: (B)(6) 2009, product type lead. (B)(4).